Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implantation, the pump was placed on the left ventricle. When the surgeons finished anastomosis, they observed a significant bleeding coming from the apical cuff-pump interface that did not stop over time. The pump was removed and the hemostasis of the apical cuff with holder was checked. No bleeding was observed there. When anchoring the pump again, it was observed that the yellow lines were a bit visible and the anchor mechanism was not reaching its proper position. The pump was exchanged during the procedure. Additional information was received that it was not clear whether the patient experienced any adverse effects from the event. It only appeared that the cardiopulmonary bypass (cpb) time was increased. The patient was recovering in the intensive care unit as in a normal procedure.

Event description:
Additional information was received that at first, it seemed the pump was inserted without apparent problems. The second time was when issues were noted. A helping surgeon mentioned they had seen the yellow lines not disappearing the first time, but the main surgeon was not aware of this as they performed the insertion of the pump and placing of it below the heart quite quickly, with apparent normality. The heartmate 3 unlock tool was used to open/close the cuff lock. It was not clear whether the patient experienced any adverse effects from the event. It only appeared that the cardiopulmonary bypass (cpb) time was increased. With the new pump there were no issues. The patient was recovering in the ICU as a normal procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the cuff lock which would have contributed to the report that the locking mechanism would not engage during implant. A specific cause for the observed damage could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft, outflow graft bend relief, and graft hardware were not returned. The apical cuff was returned with the cuff lock in the partially open position. Examination of the apical cuff revealed no atypical damage to its hardware or silicone anti-rotation features. The cuff lock was unable to be fully inserted into the locked position with the apical cuff in place. Visual examination of the cuff lock revealed both locking arms to be visibly bent outwards; this was confirmed via an overlay of the cuff lock and a 1:1 scale drawing of the part. Dimensional analysis of the cuff lock using a vision system confirmed that both locking arms had become bent out of specification. Minor scratches were also observed on the inside of the cuff lock handle as well as on the cover plate, appearing consistent with the use of a tool. The cuff lock was found to move freely upon manipulation without the apical cuff present; however, the bent locking arms allowed the lock to travel to the fully locked position with minimal resistance. The cuff lock assembly was reassembled, and a test apical cuff was connected. The cuff lock moved easily; however, the bent locking arms prevented full engagement of the locking mechanism. The evaluation was unable to determine exactly when or how the cuff lock locking arms became bent. The submitted photographs and video revealed that the locking arms were visibly bent and the cuff lock was unable to be properly engaged; this appears consistent with findings from the evaluation of the returned product. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent arms, found no deviations in manufacturing or quality assurance specifications. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also states that if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.